Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rx stent was implanted to treat infected walled-off pancreatic necrosis during an inpatient endoscopic ultrasound (eus) guided cystogastrostomy with stent placement procedure performed on (B)(6) 2016 as part of the e7099 abc wallflex registry clinical study. The patient had a prior history of infected walled-off pancreatic necrosis and had no prior plastic or metal biliary stents in place. According to the complainant, on (B)(6) 2016, the patient underwent a computed tomography (CT) scan and stent placement procedure. A 10mm x 40mm fully covered removable wallflex biliary stent was placed in a satisfactory position and the procedure was completed. It was reported that on (B)(6) 2016, the patient presented with severe pancreatitis and increasing fluid collections, reportedly presumed to be a result of infection, and was admitted to the ICU. The patient was septic and on vasopressors. The patient had kidney failure and was on continuous renal replacement therapy(crrt). Surgery was consulted and they declined to operate on the fluid collections as the risk was believed to be too high. Drainage of the fluid collection was performed using eus, and the drained fluid was reported to be dark, old blood. A nasocystic drain for irrigation with saline was also placed. Reportedly, the procedure went well. The patient's condition did not improve, and the patient was reported to have rising lactate levels and dropping hemoglobin levels; however, there was no evidence of acute bleeding from the intervention. The nasocystic drain only aspirated old blood. The patient was scheduled to have a CT scan of the abdomen the following day to look for any potential complications of the procedure, however, the patient subsequently died on (B)(6) 2016. In the physician's assessment, the patient's death was not related to the wallflex fully covered biliary rx stent.. Additional information received on february 04, 2016: in the physician's assessment, the patient's cause of death was due to necrotizing pancreatitis with sepsis and acute renal failure. Reportedly, the patient's comorbidities were systemic complications of the necrotizing pancreatitis; sepsis, hemodynamic compromise requiring vasopressors and acute renal failure. The stent was placed transgastric into the infected walled off necrosis resulting in necrotizing pancreatitis. The stent was not placed in the pancreas. The working diagnosis of the patient was infection within the walled off necrosis because of the necrotizing pancreatitis and hemodynamic compromise suggesting sepsis. It was confirmed that the patient was septic prior to the stent placement procedure and was on broad spectrum antibiotics. The only source was felt to be the walled off necrosis. There is no evidence to suggest this is an adverse event. There was no evidence of hemorrhage as a result of the procedure as there was a nasocystic drain left in place and there was no drainage of blood. The patient was very sick even prior to intervention and surgery had turned him down citing a very high mortality risk. According to the complainant, the procedure was performed at the request of the ICU and surgery attending as a last ditch effort to help the patient. A CT scan was done and showed evidence of necrotizing pancreatitis with increasing size of the pseudocyst over the previous two weeks.

Manufacturer narrative:
(B)(4). E7099 abc wallflex registry clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rx stent was implanted to treat infected walled-off pancreatic necrosis during an inpatient endoscopic ultrasound (eus) guided cystogastrostomy with stent placement procedure performed on (B)(6) 2016 as part of the e7099 abc wallflex registry clinical study. The patient had a prior history of infected walled-off pancreatic necrosis and had no prior plastic or metal biliary stents in place. According to the complainant, on (B)(6) 2016, the patient underwent a computed tomography (CT) scan and stent placement procedure. A 10mm x 40mm fully covered removable wallflex biliary stent was placed in a satisfactory position and the procedure was completed. It was reported that on (B)(6) 2016, the patient presented with severe pancreatitis and increasing fluid collections, reportedly presumed to be a result of infection, and was admitted to the ICU. The patient was septic and on vasopressors. The patient had kidney failure and was on continuous renal replacement therapy(crrt). Surgery was consulted and they declined to operate on the fluid collections as the risk was believed to be too high. Drainage of the fluid collection was performed using eus, and the drained fluid was reported to be dark, old blood. A nasocystic drain for irrigation with saline was also placed. Reportedly, the procedure went well. The patient's condition did not improve, and the patient was reported to have rising lactate levels and dropping hemoglobin levels; however, there was no evidence of acute bleeding from the intervention. The nasocystic drain only aspirated old blood. The patient was scheduled to have a CT scan of the abdomen the following day to look for any potential complications of the procedure, however, the patient subsequently died on (B)(6) 2016. In the physician's assessment, the patient's death was not related to the wallflex fully covered biliary rx stent.